Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned probe was examined and the tip was found to have been cut off. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. There were no instructions regarding the cutting of the device so that it could be used to install a screw.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 3003853072-2016-00098.

Event description:
It is reported two screwdrivers broke during tightening step. It is reported no part fell into the patient. As a third driver was not available the surgeon had to cut a pedicle probe and use it to tighten the screw. It is unclear based on the customer's response if the probe broke during use also as they reported the broken part was removed from the patient. The surgery was delayed 30 minutes.